Event description:
Disclaimer: "this report reflects information received by FDA in the form of a notification per 803.22(b)(2)" please see event description below for more details: it was reported that the right atrial lead (ra) exhibited high lead impedance at >3000 ohms and had trended this way for over a year. The ra amplitude is at 4.0 v at 0.4 msec. The patient is stable, and the clinic will continue to monitor.